Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the stepping motor or some other system in the valve housing had detached from the base plate. As a result, the device was removed.